Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Patient was treated on the face and neck and blisters were reportedly noticed on the lower face and neck the following day. The highest energy level used during the procedure was 4.5. Patient applied lewema cream and nepz+cbo3 (otc) for her second degree burn. Additional information has been requested but has not been received.

Manufacturer narrative:
Based on the new information received, the event is no longer considered to be a serious injury, therefore it is deemed to be not reportable.

Event description:
Reportedly the blisters were ¿minor¿. The patient applied an otc cream, and the blisters healed without any scarring.